Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported to have received excessive no delivery alarms. During troubleshooting, insulin was able to exit with a 5.0 unit fixed prime. Customer was advised that issue may be site related. Customer was able to change infusion set again and cannula was not bent. Customer reported that blood glucose was 530 mg/dl, which was treated with manual injection. Customer was advised to change infusion set as soon as possible.